Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubings was returned to fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned tubing revealed that the breathable film of the nasal tubing was torn. Conclusion: the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in farmington connecticut reported that the distal end of bc190 flexitrunk infant nasal tubings was torn. Discussions with the involved nurse and doctor revealed that this may have happened during inserting the tubing through the porthole of the incubator. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubings is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the distal end of bc190 flexitrunk infant nasal tubings was torn. Discussions with the involved nurse and doctor revealed that this may have happened during inserting the tubing through the porthole of the incubator. There was no patient consequence.